Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection/ double stapling. According to the reporter: in the middle of the first firing, cracking sounds were heard and it could fire no more. Using black return knob, the jaw could not be opened to release it from tissue without damage. Using curved knife blade, the tissue was cut and operation was completed with no problem. It is not known if operating time was extended. There was unanticipated tissue resection and oozing bleeding. It is not known if reinforcement material was used.